Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal she could not find the string on a tampon and thought she had already removed the tampon. Tampon remained inside her for four or five days. She experienced abdominal pain, unusual odor, discharge, difficulty urinating and itchiness. She went to her doctor who removed the tampon which did not have a string after removal. She was diagnosed with bacterial vaginosis. Antibiotics were prescribed and her symptoms resolved.